Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported keypad malfunction which was reproduced. The reported condition was verified. Visual inspection found the cause was a keypad output repeated whenever pressing a key. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad malfunction upon power up at the neonatal intensive care unit. There was no patient involvement. No additional information is available.